Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an unexpected reset occurred. Additionally, it was reported that out of range issues occurred between the transmitter and pump for an unspecified duration of time. The customer's blood glucose level was 141 mg/dl. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy.